Manufacturer narrative:
Evaluation summary: at the visit on site by a company representative, it was found the system met the specifications. No material was returned for evaluation. The review of the post cut screen shot of the device depict vertical gas breakthrough (vgb) at 12 o¿clock position. Usually the tissue remains uncut around the area where the vgb appeared. This was considered the cause for the surgeon not being able to lift the flap. The log file review showed during start up the vacuum check, three energy checks without relevant deviation in energy and the ablation tests were performed without any issue. The logfile showed 3 successfully finished treatments with one ablation check between the second and the third on that day. No abnormalities or deviations were identified in the logfiles which can contribute to the reported issue. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. The root cause could not be identified conclusively. Potential root causes/contributing factors for the vertical gas breakthrough are user handling/setting issues (e.g. Too short canal; relatively high energy for line and spot separation outside of recommended settings, but in tolerable settings; excessive fluid floating at the applanation area resulting in thin cut). (B)(4).

Event description:
A surgeon reported that a poor quality flap was performed by the laser. The treatment was completed but the surgeon was unable to lift the flap. No system message was displayed. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility. This report is for the second patient.